Event description:
It was reported that the patient presented remotely via merlin.net. Upon review, it was found that patient's implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead exhibited under sensing. Programming changes were made. There were no patient consequences.